Event description:
Pt experienced stroke 6/98; found to have pfo. Pt started on coumadin. MRI showed cns lesion, suspected embolism. Pt had cardioseal asd/pfo device implanted in 19 mm pfo in 1999. Continued on coumadin. Two weeks later pt experienced visual disturbances. Inr was 2.5. Later had transient ischemic attack, aspirin started. Continued to have symptoms over the next 2 months. Had transesophageal echocardiogram which demonstrated large lobulated mobile thrombi on both right and left sides of device. Long thrombus only and projected to mitral valve. Inr then was 4.5. No other clotting abnormality found. Surgery performed in 1999 to explant device. Thrombi on device found.